Event description:
It was reported that the luer lock became disconnected from the patient line and insulin was leaking out. Customer had elevated blood glucose levels (307 mg/dl), and manual injection was delivered to stabilize blood glucose levels. New cartridge was successfully loaded, and insulin delivery was resumed.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.